Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a "service required" alarm condition. During the evaluation of the device at the third party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.